Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set adhesive issues on (B)(6) 2026. The infusion set patch folded and stuck to itself prior to insertion. The patient's blood glucose level rose to 485 mg/dl and was treated with a correction injection via multiple daily injections (mdi). The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.